Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving unknown medication via implanted infusion pump. It was reported that the patient had a sensitivity. No further information was provided. Additional information was received on 2024-oct-08 from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the issues with the patient and pump rejection are ongoing. This was a pediatric patient who was getting significant benefits and improved quality of life from itb, but had repeated erosion/rejection. Pump had been re-sited/replaced 3 times. The patient now had a 20ml pump in situ.